Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with powerled surgical light. As it was stated, the spring arm cover was missing due to collision with another device. There was no injury reported however, we decided to report the issue in abundance of caution, as such situation could lead to part detachment and consequently to contamination of sterile field. It was established that when the event occurred, the surgical light did not meet its specification as the cover should not fall during procedure and it contributed to incident. In the time when the event occurred the device was being used for patient treatment. The incident is due to an inappropriate use. The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. Additionally, the users are requested to pay attention to cracks in plastic parts. We believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 14th october, 2020 getinge became aware of an issue with powerled surgical light. As it was stated, the spring arm cover was missing due to collision with another device. There was no injury reported however, we decided to report the issue in abundance of caution, as such situation could lead to part detachment and consequently to contamination of sterile field.